Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part #s 75446545, 75447545, 100030, 75445545, 8690050, 7540020, and 811-322. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010 the patient presented with preop diagnosis of painful retained lumbar hardware bilaterally from l2 to the sacrum, which is danek legacy pedicle screw instrumentation; left ulnar neuropathy and left carpal tunnel syndrome; persistent severe lower back pain after lumbar fusion from l2 to the sacrum posteriorly; solid arthrodesis, l3-4, l4-5 and l5-s1 with possible pseudarthrosis of l2-3. The patient underwent exploration of posterior lumbar fusion from l2 to the sacrum bilaterally; exploration and removal of lumbar pedicle screw instrumentation bilaterally from l2 to the sacrum, which is removal of danek legacy pedicle screw instrumentation system and cross link removal. Re-do poster lateral fusion, l2-3, using infuse bone morphogenic protein bone graft along with cancellous allograft bone chips and morselized autograft in same skin incision; re-do pedicle screw placement, l2-3 , using danek legacy pedicle screw instrumentation system along with crosslink placement again at l2-3 posteriorly; harvesting of morselized autograft from the same skin incision for the re-do posterolateral fusion, l2-3; intraoperative ap and lateral fluoroscopy for level localization and confirmation of hardware removal and hardware placement at l2-3 again. As per op notes, the pedicle screws were loose at l2 significantly. After pedicle screws instrumentation was removed it was noticed that the fusion was not healed at l2-3. Doctor used a large kit of infuse bone morphogenic bone graft combined with some morselized autograft, which has been harvested from some midline bone along with some cancellous allograft bone chips. There was significant osteolysis around the pedicle screws at l2 and doctor did have to use much larger pedicle screws at l2. The pedicle screws that had been placed previously at l2 were 4.5-mm screws and doctor had to use 7.5-mm screws at l2 to obtain purchase. These screws had excellent purchase though. Doctor was not able to achieve purchase with 5.5- or 6.5-mm screws at l2 and had to use 7.5-mm screws. These were 45 mm in length. Doctor placed new pedicle screws at l3 as well. These were placed down the old pedicle tracts at l2 and l3 with good purchase. Doctor used 5.5 x 45-mm pedicle screws at l3 and 7.5 x 45-mm pedicle screws at l2. Again, the old pedicle screws that were removed at these levels were 4.5 mm and again. The pedicle screws were placed with larger pedicle screws. The pedicle screws were lined up and rods were placed between the pedicle screw heads. The rods were locked into position with set screws. (B)(6) 2010 : the patient presented with complaining of sharp stabbing back pain, now more localized in the sacral area. Assessment: 1. Back pain is persistent, although it is slightly better than it was following his first back operation. (B)(6) 2010 : the presented with the following pre-operative diagnoses: I. Sacroiliac joint arthropathy right side. 2. Greater trochanteric bursitis right side. The patient underwent the following procedures: 1. Sacroiliac joint injection on the right side. 2. Greater trochanteric bursa injection right side. 3. Fluoroscopic utilization for appropriate needle positioning and interpretation. No complications were noted. (B)(6) 2010: assessment: 1. Scheduled for left knee surgery. 2. Would like to initiate body alignment exercises but will have to work around his schedule. 3. Await these results. Proceed with surgery. (B)(6) 2010: the patient presented for a follow up visit. Impression: status post lumbar fusion redo at l2-3. Most of his pain is in the upper lumbar area where his hardware is implanted. He would like to have surgery to remove the hardware. (B)(6) 2010 : the patient underwent CT scan and MRI of lumbar spine. His fusion probably is healed at l2-3 at this point. His pedicle screws are in excellent position with no evidence of loosening of the pedicle screws at l2-3. His MRI scan shoes a small fluid collection at l4-5 with no foraminal narrowing or nerve root compression at all. (B)(6) 2010: the patient presented with failed back surgery syndrome; solid arthrodesis l2-3 bilaterally; painful hardware l2-3 bilaterally, which is danek legacy pedicle screw instrumentation; history of previous solid lumbar fusion from l3 to the sacrum. Persistent lower back pain. The patient underwent exploration of posterior lumbar fusion l2-3 bilaterally; explantation and removal of lumbar pedicle screw instrumentation bilaterally, which removal of danek legacy pedicle screw instrumentation, l2-3 bilaterally along with cross link removal; intraoperative bilateral extremity electromyography, somatosensory evoked-potential monitoring; intraoperative ap and lateral fluoroscopy for level localization and confirmation of hardware removal at l2-3; posterior lumbar scar revision l2-l3. The hardware was removed and at l2-3. Fusion was solid at l2-3. No patient complications were reported.